Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device check, non-sustained rv oversensing episodes due to crosstalk were observed. Programming changes were made. The patient will continue to be monitored normally.

Event description:
New information received notes that the crosstalk was still occurring. Programming changes were recommended. The patient was stable throughout the device interrogation and will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that programming changes were made. Upon interrogation, undersensing was observed. Further programming changes were made. The patient condition was stable.